Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 234, 258, 265, 226 and 231 mg/dl. The customer stated his expected am fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/22/2026 and per the customer the strips have been opened for longer than 4 months (expired). The customer did have another vial of test strips that had been stored and handled correctly, lot number zc5993s. During the call, a blood test was performed by the customer fasting and produced test result of 186 mg/dl using true metrix air meter. The meter memory was reviewed for previous test result history: result 1: 234 mg/dl date: (B)(6) 2025 time: am fasting, result 2: 258 mg/dl date: (B)(6) 2025 time: am fasting, result 3: 265 mg/dl date: (B)(6) 2025 time: am fasting, result 4: 226 mg/dl date: (B)(6) 2025 time: am fasting, result 5: 231 mg/dl date: (B)(6) 2025 time: am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in a follow-up call on 08-dec-2025 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.